Event description:
It was reported that this right atrial (ra) lead exhibited loss of capture (loc) and episodes of over-sensed noisy signals. There was no evidence of asystole due to the loc. The physician elected to surgically explant and replace this ra lead. During the procedure, the physician also explanted a previously capped right ventricular (rv) lead from 2019. The rv lead had a history of over-sensing and was replaced to resolve the event. Both leads are expected for analysis, but have not yet been received. The patient was stable with no additional adverse consequences.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the lead was thoroughly analyzed. Visual inspection confirmed that the whole lead was returned. The helix was extended and there was dried blood/tissue within the helix housing. Resistance testing found that the lead was not electrically continuous. Detailed analysis confirmed that the outer conductor coil had a break approximately 36 centimeters from the terminal end. Based on the characteristics of the fracture, it was determined that it was consistent with lead entrapment in the clavicle/first-rib region. Analysis concluded that the clinical observations of failure-to-capture and over-sensed noise were likely caused by the confirmed fracture.

Event description:
It was reported that this right atrial (ra) lead exhibited loss of capture (loc) and episodes of over-sensed noisy signals. There was no evidence of asystole due to the loc. The physician elected to surgically explant and replace this ra lead. During the procedure, the physician also explanted a previously capped right ventricular (rv) lead from 2019. The rv lead had a history of over-sensing and was replaced to resolve the event. Both leads were received for analysis. The patient was stable with no additional adverse effects reported.